Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4) . Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self testing, battery testing, and a review of the alarm log were performed. The low battery alarm was identified during battery testing and the review of the alarm log. The cause of the condition was determined to be due to a battery issue. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.